Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a urinary tract infection and was experiencing pain in their lower back when voiding. The patient was on antibiotics for their uti. The patient turned off their stimulation. The issue is ongoing. There were no known device issues.